Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. The customer stated they had to change their infusion set four to five times for their blood glucose to return to normal. Customer did not report any issues with the infusion set. The customer declined to troubleshoot. Customer declined to return the reservoir for analysis.